Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. The reported resistance with the guide wire during removal could not be tested/confirmed due to the condition of the returned device. The reported resistance with the anatomy during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was returned. Evaluation is not yet complete. A follow up report will be submitted with all relevant information. The asahi prowater device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a lesion in the lima graft to the left anterior descending (lad) artery. A prowater guide wire was advanced, but failed to cross to the lesion due to the anatomy. A 2.0 x 15 mm balloon was advanced for support, but the guide wire still would not advance. Additionally, the balloon was too short to reach the distal lad through the catheter. The guiding catheter was removed and re-advanced with a shorter guiding catheter. A new prowater guide wire was advanced with the support of the same balloon, but the devices could not cross to the lesion. An inflation was made in the mid to distal segment of the lad. With the balloon inflated, the devices still could not cross to the lesion due to the anatomy. The balloon was deflated and the devices were removed. During removal of the balloon, the guide wire was looping into the guiding catheter; therefore, all devices were removed together. At that time there was significant resistance when getting the equipment in the abdominal aorta. After the devices were removed, it was observed that the 10cm of the distal portion of the balloon had separated and remained in the abdominal aorta. A multipurpose catheter and snare were used to successfully retrieve the separated tip. The patient was confirmed to be stable post-procedure. No additional information was provided.